Event description:
It was reported that the device broke during the procedure. The piece was removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: a white piece of plastic broke off the front of the probe. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause of the issue could be excessive force applied by the user, combined with poor or inadequate suction during use. The unit may have come into contact with another hard object or device during surgery, or while inserting or removing the probe in an obstructed passageway, which could lead to insulation damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. The piece was removed.